Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 36765799. UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at both the midline and pocket incision site. It was noted that the patient had a history of healing impairment. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient was given antibiotics. Patient is doing well postoperatively. The explanted device was not returned.